Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (device was damaged; cross contamination concern) and product code (lxh).

Event description:
Device was damaged; cross contamination concern. The sterile processing staff noticed that there was a hole in the exeter rasp, 41mm from the distal tip. The surgeon was notified and he is now concerned about the potential cross infection if these rasps were to be used again in a patient as the hole could trap bone or blood.